Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time/date were incorrect after customer had turned off pump and powered pump back on after a few days. Customer's blood glucose was 389 mg/dl. Customer corrected the time/date to address the issue.